Event description:
It was reported that the patient had multiple pump stops. The log file review captured several driveline power faults on (B)(6) 2021 then driveline disconnected events followed by more driveline power faults. There were several times in the log file that showed pump off with the driveline disconnected. After that time the pump speed came up to fixed speed and flow was normalized for the remainder of the log. The patient also had low flow alarms. The patient had been moving boxes all day and when the patient arrived to the intensive care unit (ICU) it was observed that the yellow band on the modular connection was visible. The connection was tightened and there had been no more issues. The patient was stable and was doing well. Related manufacturer report number of pump: 2916596-2021-00746.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump stop/driveline disconnected/driveline power fault alarms was confirmed with the submitted log file. The log file captured intermittent pump stop/driveline disconnected events with the pump speed value at zero rpm and associated hazards alarms. The system recovered to the stored speed of 5,600 rpm after each of the six pump stop/driveline disconnected events. It was noted the driveline power fault alarm was active when the system was operating at the stored speed. All alarms appeared to have cleared on (B)(6) at 1:08 am with the system operating at the stored speed. Additional information communicated on 08feb2021 indicated the hazard alarms were related to the modular cable not being fully tightened. The connection was secured, and no further alarm was reported. No issue was reported with the system controller. The device is not expected to be returned. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 27feb2019. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline power fault alarm. Driveline power fault alarm. 1. Call your hospital contact immediately for diagnosis and instructions. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.